Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the physician via the manufacturer¿s representative regarding a patient with implantable neurostimulator (ins). It was reported that the lead was inserted into the header block, and torqued down (click was heard). It was noted that the physician ¿did not touch the setscrew¿. The ins was then placed into the pocket and impedances measured >4000 ohms. The ins was removed from the pocket and when the physician went to reseat the lead they found that it was not secure and was loose in the header block. The ins was then replaced and tested good. This was reported as an out of box failure as it was alleged the setscrew on the ins was already stripped prior to its implant. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that they sent the device on the day of the report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that during implant of the ins, the set screw did not securely fasten to the lead. As a result, another ins was used in the surgery and was successful. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed the set screw on the ins was backed out beyond the point of being able to engage with the connector block. An impedance test was performed (due to the reported complaint) and good impedances were observed using a clinician programmer. The ins passed final functional testing and a lab functional test determined there was good, stable output on the electrode pairs as received. It was also determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they retrieved the ins.